Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an alert 65 with audio issues on the ilet, resulting in alarms not being audible; the user attempted a restart and then transitioned to backup therapy, consistent with a device problem involving inaudible alarms associated with the speaker/sounder component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an electrical or electronic component problem involving the speaker/sounder, consistent with a no-audible-alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.